Event description:
Physician successfully deployed 2 resolute integrity drug-eluting stent to lad. Approximately 4 days later, the patient was transferred to hospital due to stent thrombosis which was treated with aspiration and poba. Patient was on dapt at the time of event. The patient was a resistant to plavix.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (myocardial infarction). (B)(4).

Event description:
It was reported that the patient was diagnosed with myocardial infarction on the same day as the previously reported stent thrombosis.

Manufacturer narrative:
Patent has a history of diabetes, hypertension and hyperlipidemia. Index procedure was prompted by stable angina. Causality assessment of the stent thrombosis was not related to the study device. Causality assessment of the mi was not related to the study device. Patient recovered. The outcome of the stent thrombosis event is remission. The outcome of the mi event is recovered.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent thrombosis). Patient¿s condition affected effectiveness of device¿patient was a resistant to plavix. (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusions: inherent risk of procedure ¿ (stent thrombosis). Device failure/lack of effectiveness related to patient condition ¿ patient was a resistant to plavix. (B)(4).